Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery pack would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation, the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse was unable to be positively determined. No adverse event resulted from the blown battery fuse. The pt received a replacement battery pack.